Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial#: (B)(4), product type: programmer, patient. Product ID: 37752, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2013, it was reported that the patient had 3 programs, one for each leg and one for the center of his back at the lower end. It was stated that "he had a little all of them but not where he could keep them there, they moved around." It was stated he knew how to increase/decrease but he did not have "accuracy." "If the patient got on program 1 and adjusted down or up it varied and mingled sometimes." He tried program 1 at 3.80 v and he felt it on his right side in the buttock area down the leg and that one felt perfect. If he changed it to program 2 and tried to go up to 3.80 v "it was not transferring over to the left side." He then tried program 3 and felt stimulation in his left side up to his rib cage. "He dropped it down and was not getting the results." It was stated that the patient "felt stimulation everywhere but couldn't get it to do what he wanted to do and that was like: he used to be able to go to program 1 at 3.00 v and would get satisfaction from the bottom of his heel all the way up, he would say 6 inches above the belt line which was perfect and it worked well for him and at the time of the report he was at 3.83 v on the right side and it seemed to be working good. If he went to program 2 and he would normally go to his left side. It was at his knee but he was at 4.60 v and he was not up even near the belt line. When he got into program 3 it vibrated at the belt line and it kept that belt line area in good standing and generally worked pretty good but at the time of the report it was not." The patient "had had success with some people working on his stimulator. He had 3 different people working on it. So every installation was not the same, things could be different from one side and the other. The patient had had success previously but not at this height." On (B)(6) 2014, it was reported that the patient¿s device was reprogrammed and after reprogramming the patient was doing great. On 2019-oct-18, additional information was reported that the patient stated his ins never worked correctly, since he had it implanted. The patient stated he would like to get in contact with a manufacturer representative (rep) to discuss getting his ins straightened away and to see if he needs a new ins. No further complications were reported. No additional patient symptoms were reported. On 2019-oct-22, additional information was received from a manufacturer representative (rep) clarifying the report of the ins never really working correctly. The rep stated that they called the patient and were told for the first time that their battery went into eos after the first three years of implant. They stated that the patient mentioned initial relief during their trial and some relief with programming, but the patient was unable to get in touch with a rep to adjust the programming around 2013. The cause of the issue was due to the device being at eos. An appointment was made for (B)(6) 2019, with the patient¿s new pain provider to discuss replacement. An e-brochure on the new ins model and patient education was emailed to the patient with contact information for questions. The issue had not been resolved at the time of the report. The patient did not provide their weight at the time of the event. No further complications were reported/anticipated. On 2019-nov-12, additional information was received from a manufacturer representative (rep) reporting the rep did not know the root cause of the premature eos (end of service) as they were not able to connect to the device for any troubleshooting. They indicated that they had let the physician know that the patient was looking to have their device replaced, however the rep noted that this was a physician that they didn¿t really support on a regular basis. They also noted that the patient had a paddle lead and the physician only worked with percutaneous leads.